Manufacturer narrative:
Additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A labeling review was conducted using the product label reprocessing manual. The following is included in the device IFU: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual with your endoscope model listed on the cover" olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after routine microbiological control testing, the colonovideoscope tested positive for > 80 colony forming units (cfus) of basillus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.